Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having high impedances and pain areas were not covered any longer. The patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that there was a break in the lead once it was taken out. The patient further stated that it had not been the same since she had a car accident. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg(sc-1132/sn:(B)(4))was analyzed and no anomalies was found. Sc-8120-70/sn:(B)(4): device evaluation indicated that the complaint of high impedance has been confirmed. X-ray inspection confirmed all cables of the paddle lead tails were fractured at approximately 24 cm from proximal ends. The fractured cables resulted in loss of stimulation and high impedances. The reported complaint states that patient had a car accident and it has not been the same since. Additionally, visual inspection revealed that paddle lead tails were cleanly cut and the cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was having high impedances and pain areas were not covered any longer. The patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that there was a break in the lead once it was taken out. The patient further stated that it had not been the same since she had a car accident. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there were no exposed wires prior to the removal of the lead but there were high impedances noted.

Event description:
A report was received that the patient was having high impedances and pain areas were not covered any longer. The patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that there was a break in the lead once it was taken out. The patient further stated that it had not been the same since she had a car accident. No device malfunction was suspected. The patient was doing well postoperatively.